Event description:
Increase of blood sugar levels up to 26 mmol/l [blood glucose increased]. 2 cartridges of protaphane penfill (different batches, n/a) cracked and leaked when they were used with novopen 4 [device breakage]. 2 cartridges of protaphane penfill (different batches, n/a) cracked and leaked when they were used with novopen 4 [device leakage]. Leaves the device (pen) with needle attached in between injections [wrong technique in device usage process]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "increase of blood sugar levels up to 26 mmol/l" beginning on (B)(6) 2018, "2 cartridges of protaphane penfill (different batches, n/a) cracked and leaked when they were used with novopen 4" beginning on (B)(6) 2018, "2 cartridges of protaphane penfill (different batches, n/a) cracked and leaked when they were used with novopen 4" beginning on (B)(6) 2018, "leaves the device (pen) with needle attached in between injections" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to type 1 diabetes mellitus, protaphane hm penfill (insulin human) from unknown start date due to "type 1 diabetes mellitus" (regimen #1 dose and frequency 8 iu, regimen #2 dose and frequency 8 iu). Patient's height: (B)(6). Patient's weight: (B)(6). Patient's bmi: 20.82099910. Medical history included type 1 diabetes mellitus (since 2013). Concomitant products included - actrapid hm (insulin human). On (B)(6) 2018, the 2 cartridges of protaphane penfill (different batches, n/a) cracked and leaked when they were used with novopen 4 and the patient experienced increase of blood sugar levels up to 26 mmol/l. The patient did not visit a doctor or perform any other measures for this event. The patient discontinued the novopen 4 and the next day her blood sugars reached target levels of 5.5-6 mmol/l. Of note, the device was also left with needle attached in between the injections and the patient used 1 needle for 1 injection (trade name unknown). Batch number of protaphane hm penfill has been requested. Action taken to novopen 4 was reported as product discontinued. Action taken to protaphane hm penfill was not reported. On (B)(6) 2018 the outcome for the event "increase of blood sugar levels up to 26 mmol/l" was recovered. The outcome for the event "2 cartridges of protaphane penfill (different batches, n/a) cracked and leaked when they were used with novopen 4" was not reported. The outcome for the event "2 cartridges of protaphane penfill (different batches, n/a) cracked and leaked when they were used with novopen 4" was not reported. The outcome for the event "leaves the device(pen) with needle attached in between injections" was not reported. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of protaphane.

Event description:
Case description:this serious spontaneous case from russian federation was reportedby a consumer as "increase of blood sugar levels up to 26 mmol/l"beginning on 05-oct-2018, "2 cartridges of protaphane penfill(different batches, n/a) cracked and leaked when they were used withnovopen 4" beginning on 05-oct-2018, "2 cartridges of protaphanepenfill (different batches, n/a) cracked and leaked when they wereused with novopen 4" beginning on 05-oct-2018, "leaves thedevice(pen) with needle attached in between injections" with anunspecified onset date, and concerned a 36 years old female patientwho was treated with novopen 4 (insulin delivery device) fromunknown start date due to type 1 diabetes mellitus, protaphane hmpenfill (insulin human) from an unknown date in 2013 due to "type1 diabetes mellitus", regimen #1 dose and frequency 10 u, qd, (8 - 0 - 2), regimen #2 dose and frequency 10 u, qd, (8 - 0 - 2)it was reported that protaphane hm penfill was re-suspended before use. Insulin in use were stored at room temperature 20-25 degrees celsius.the diet or exercise level were usual.dialing clicks were not used to estimate the dose of the insulin.the patient was trained by a hcp in the use of the novopen 4.it was reported that on an unknown date, as soon as patient changed the cartridge of protaphane the blood glucose returned to normal. Patient started to continue to use the injector novopen 4 and her blood glucose level remained within the target value.batch number of protaphane hm penfill was not available.batch number of novopen 4 was available.action taken to novopen 4 was reported as drug discontinued temporarily.action taken to protaphane hm penfill was no changeinvestigation resultproduct: novopen 4batch number: fvg7870-1the product was not returned for examinationproduct: protaphane hm penfill 100 iu/mlbatch number: unknownno investigation was possible, because neither sample nor batch number was available.since last submission the case has been updated with the following:- start date and dosage regimen of protaphane hm penfill was updated.- action taken to both the suspect products was updated.- reporter's causality of both the suspects for the event 'increase of blood sugar levels up to 26 mmol/l' was updated- laboratory data updated- investigation result updated- manufacturer comment updated- narrative updated accordingly.company comment:19-nov-2018: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 626732.the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of protaphane.h3 continued: evaluation summaryinvestigation resultproduct: novopen 4batch number: fvg7870-1the product was not returned for examination